Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed for lot specific info as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the valve separated from the hub of the catheter but remained attached to the syringe. According to the user, excessive force was not applied. No lot number was provided. No harm or injury was reported.